Event description:
(B)(4). Event occurred in the united states. The patient experienced high blood glucose level reported to be 360 mg/dl at the time of incident, which was self-treated with pens. The patient went to the emergency room and was subsequently hospitalized. The patient was given fluids and then 8 units of insulin as corrective treatment. The patient had high blood glucose level for three days. Upon removal of the cannula, it was found to be bent. The patient faced the same issue couple of weeks before this report too. The patient had been in the hospital for four days and was still there at the time of this report. Patient's blood glucose level at the time of this report was 257 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.